Event description:
It was reported that two yukon set screws at c6 migrated post-operatively. Revision surgery has not been scheduled or performed at this time. This report captures the second of the two set screws.

Manufacturer narrative:
B1 has been corrected to "product problem". B2 has been cleared. H1 has been corrected to "malfunction". Visual, functional and dimensional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Patient post-operative activities or patient trauma may have contributed to the failure; however, this information could not be confirmed. It is also possible that the set screw was tightened with insufficient torque or the rod was not fully reduced. Sub-optimal engagement between the set screw and rod may contribute to loosening and eventually migration. However, as the devices were not returned, we were unable to determine the root cause conclusively.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two yukon set screws at c6 migrated post-operatively. The patient will now need revision surgery. This report captures the second of the two set screws.